Event description:
Additional information was received that indicated that the patient had a generator replacement. It was confirmed that the generator was not at end of service. (B)(4) attempts for product return have been unsuccessful to date. Follow-up with the physician indicated that she felt the change in seizure pattern may be related to the generator nearing end of service, but is unclear if that is the cause of the change in seizure pattern. The patient has been doing much better since the generator replacement and his seizure frequency and length had decreased. No further information was provided.

Event description:
It was initially reported that the patient's mother reported the patient was having seizures that were longer in duration. The physician commented that the patient was stable with no comment as to the allegation of the longer seizure duration. Surgery is planned but has not occurred to date. Good faith attempt for more information are in process.

Event description:
Additional information was received that indicated that the generator was discarded and will not be returned to the manufacturer for evaluation.